Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. If the device is received a supplemental report will be submitted when the device analysis has been completed. Based on the reported information, it is unknown what caused the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a coiling procedure, the balloon "popped". The patient was not injured. The anatomy was not tortuous. The device was replaced with a new device.

Manufacturer narrative:
The balloon catheter and guidewire were returned for analysis. The guidewire was examined and found to have characteristic consistent with guidewire tip shaping. No other anomalies were observed. No damages were found with the balloon micro catheter hub, body or distal tip. An unsuccessful attempt was made to flush the balloon catheter, as it was found to be occluded with what is likely dried contrast. The balloon subassembly was removed for inflation/deflation testing. An unsuccessful attempt was made to inflate the balloon as it was found to be leaking distal of the distal marker band. Upon examination, a defect (hole) in the chronoprene tubing was found at the location of the leak. No ¿ruptures¿ were found with the balloon. No other anomalies were observed. Based on the device analysis and reported information, the report was confirmed; however, the device evaluation showed the balloon could not maintain inflation due to the defect (hole) in the chronoprene tubing. The defect observed is consistent with mechanical or navigation related damage rather than those caused by over-inflation (rupture). The device successfully tested prior to use in the patient. Therefore, the damage likely occurred during the procedure. All balloons are 100% leak tested and all devices are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.